Event description:
During the procedure, the surgeon removed the laser fiber from the patient's left leg and noticed that the tip was burnt and the catheter was about 4 inches shorter. Using ultrasound, the surgeon located the missing portion of the fiber in the patient's leg. The surgeon surgically removed the retained portion. This device was used on both legs of the same patient by dr. Sheela petel. Dates of use: 2008. Diagnosis or reason for use: endovascular radiofrequency ablation bil. Greater.